Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the ventilator service required was observed. The device's blower and oxygen blending module board were replaced to address the issues.